Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted customer with performing pump reset. The malfunction did not recur after reset and customer was advised to continue using pump and to call back if malfunction code occurred again. The caller acknowledged and understood instructions.